Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The field engineer also noted a 'tidal volume compensation locked' alarm. The sensor interface board was replaced to address the original issue, and the flow control valve was replaced to correct the failure discovered by the field engineer. The unit was returned to service.

Event description:
The hospital reported the unit alarmed 'sustained patient airway pressure' during pre-use checkout. There was no report of patient involvement.